Event description:
It was reported that there was a pt death. Death date was taken from the pt history record. No cause or allegation against any implanted product was provided.

Manufacturer narrative:
A 4.3cm portion of the connector end of the device was returned for analysis. The large boot outer diameter and connector pin length measured within specification. Visually there were marks on the connector pin, cuts in the large boot 2.7 cm and 4.0 cm from the connector pin. No further testing could be completed based on the returned device. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time since the full device was not returned for analysis. Additionally, there were no allegations against the product. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.